Manufacturer narrative:
Cerner distributed a priority review flash notification pr13-0147-0 on (B)(4) 2013 to all potentially impacted client sites. The flash notification includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients to alternate steps to propose orders until the issue is resolved. Cerner corp will provide a f/u report when the software modifications are available.

Event description:
The issue involves cerner millennium and affects users that utilize powerorders to propose orders for physician approval. In cerner millennium, when a non-physician user takes an action, such as copy or renew on an order that originated from another order, such as copy or renew, the ordering physician window does not display the proposal option and the order becomes active without being proposed to the physician. This issue could result in treatment that is not appropriate if a new prescription or order is generated by a user without review and approval by the physician. Cerner has not received communication on any adverse pt events as a result of this issue.